Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is sweden. Blocks h3 & h6: the lumiguide wire was not returned for evaluation; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a lumiguide wire was used in an aortic procedure. During navigation, it was noticed that 7 cm of the wire tip was missing, with only a thin wire in the middle remaining. The wire was removed and fluoroscopy confirmed no remnants were retained in the patient. Outside the patient, the catheter was flushed, and the separated wire was expelled from the catheter distal tip. The procedure continued without the lumiguide wire. No patient injury reported. This product problem is being submitted due to the tip separation, potential for harm.

Manufacturer narrative:
Blocks d9 & h3: the lumiguide wire was returned for evaluation. Block h3: the lumiguide wire was returned in two pieces. Visual inspection found the device separated at the tpu jacket, measuring approx. 7 cm from the distal end of the guidewire. At the location of separation, the "thin wire" (nitinol hypotube) was exposed and remained intact. This observation aligns with the reported failure. Block h6: the probable cause of the reported failure is likely due to the significant force applied to the proximal end of the guidewire, while the distal tip was lodged in the catheter, causing the wire to separate. Review of the DHR shows the relevant manufacturing lot passed the requirement for distal coil to hypotube joint strength and tensile results met specification. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.